Event description:
In 2008, during a kit inspection, the sales representative reported that the modular open screwdriver was sticking and not latching on to the screws properly. There was no harm to any patient. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Prod is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.